Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged from the atrium approximately one month post implant. The lead was removed and will not be replaced. No patient complications have been reported as a result of this event.